Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a "weeping rash" under the rear therapy electrode pads. The patient reported that she put neosporin on the affected area. During a follow up on (B)(6) 2015, the patient reported that her doctor recommended a hydrocortisone cream for the irritation. She reported that the area was still there but it had improved. The final medical outcome of the irritation is unknown.